Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the m300 telemetry is set to discharge without human intervention on the m300 or infinity central station (ics). There was no pt injury reported. (B)(4).